Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified left anterior descending (lad) artery the 2.25 x 23 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed from the anatomy and predilatation was completed. The same sds was advanced in the anatomy and failed to cross, however, the shaft became broken. The sds was removed without issue and a different xience v sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion and no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v, everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a ptca catheter. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the reviewed information, no product deficiency was identified.